Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
An advocate called on behalf of her father to report that they obtained a difference of more than 40 mg/dl between blood glucose readings received on the contour meter. No specific readings were provided. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the contour meter for evaluation. However, the returned meter had a different serial # from the one implicated to be involved in the event occurrence. No test strips were returned. Therefore, the returned meter was tested with the in-house contour test strips from lot # daj3b02a using a blood sample, which gave a satisfactory performance. A device history record was reviewed for the suspected contour meter and no manufacturing anomalies were found.